Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to breakage of the ceramic insert.

Manufacturer narrative:
It is now confirmed that the affected product is not approved in the united states. Therefore, the report was submitted erroneously.